Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock equipment malfunction and charge button failure during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once investigation is complete.